Event description:
The company received a report where it was claimed that the tube developed a leak in the pilot balloon. Replacement of the tube was required.

Manufacturer narrative:
The sample is expected to be returned, but has not yet been received at the mfg plant for investigation. If the sample is received, and significant info is identified during the investigation, a summary of the investigation results will be provided in a supplemental report.